Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a faradrive was used in a pulse field ablation procedure. The physician had encountered a previous occurrence of sheath leakage during procedure. No further information was provided. It is unknown if the sheath is still available for return.